Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged he got his remediated device, started to cough up thick green, brown sputum and went to the doctor and was told he had a viral infection and was given an antibiotic and is feeling better. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.